Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have no idea what caused the tapping sensations and strong jolt in the middle of the night as nothing out of the ordinary happened that day. They turned off the device in the middle of the night on (B)(6) and saw their urologist and representative on (B)(6) - a visit that was previously scheduled. After speaking to representative on the phone on (B)(6), they turned the device back on and have not had any problems. Patient stated they were uneasy and hopeful that the incident will not reoccur, since no cause was found.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel disfunction. It was reported that they felt a very strong tap in the middle of the night and then 15 minutes later, they got another 3 very strong taps and eventually they just fell asleep and then they got a hard jolt that woke them out of their sleep. The patient stated they were scared so they turned the whole unit off and went to their managing health care provider (hcp) appointment on the 30th of august and the manufacturing representative (rep) came to the appointment and the representative had never heard of what the patient experienced. The representative told the patient everything was fine and that since the patient was doing very well without the therapy, they were going to leave the therapy off until their next appointment they scheduled on the 1st of october, which the patient confirmed was in a couple of weeks. However the patient's reason for call with patient services was that the patient stated the last two nights, they hadn't been sleeping well because they kept getting up all night to go to the bathroom and last night they got up 6 times so the patient wanted to try to turn the therapy back on but wanted to ask the rep if they could. The patient stated they knew what to do technically but they wanted the rep to tell them if it was ok. Patient services reviewed the role of patient services and the rep with the patient and redirected the patient to follow up with their healthcare provider about their symptom concerns. The caller stated they didn't think the healthcare provider's office was familiar with the therapy and requested again that the rep let them know what to do. Patient services sent an email to the field representative on the patient's behalf but still stressed with the patient to follow up with their hcp about their concerns and warm transferred the patient over to device registration to update their managing healthcare provider information.